Manufacturer narrative:
Part 314.116, lot h313178: release to warehouse date: june 12, 2017. Supplier: (B)(4). Review of the device history record (s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: the tip of the screw driver shaft is badly damaged. It is likely that the tip was not inserted into the recess of the screw properly, therefore the torque was damaged. If the torque is not connected fully to the recess of the screw, the torsional force applied during insertion is too high and will cause damage of the tip. As result of this plastically deformation of the torque, it was no longer possible to connect with other screws. Due to this damage, functional test and / or measuring of the geometry at the tip is not possible. No product related issue could be identified. Mechanical overloading during use was identified as root cause for the damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initial and weight are unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that the reported device was used in the surgery for the simple malleolus fracture of the fibula on (B)(6) 2017. The dfp lateral plate was used for the procedure. It was found that the drill bit could not be connected to the locking screw when inserting the proximal locking screw. It was found that the tip of the drill bit had been deformed. The locking screw was eventually inserted by using the screwdriver shaft and the handle for screwdriver shaft. Since the torque could not be applied, the locking screw was tightened by hand. No delay in surgery or adverse consequence to the patient was reported. Concomitant devices: dfp lateral plate (part/lot unknown, quantity 1); screwdriver shaft (part 03.400.101, lot unknown, quantity 1); handle for screwdriver shaft (part 03.400.111, lot unknown); locking screw (part/lot unknown, quantity 1). (B)(4).